Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be flattened and stretched. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the soft cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod longer than 48 hours. Investigation found cannula to be flattened and stretched. Patient had previously reported not being sure pod was delivering insulin.